Manufacturer narrative:
See additional scanned pages.

Event description:
Taha j et al. "Correlation between withdrawal symptoms and medication pump residual volume in pts with implantable synchromed pumps" neurosurgery. 2004; 55, 2: 390-393. Eighty eight pts followed by the author underwent implantation of a synchromed pump by two neurosurgeons for the treatment of chronic pain or spasticity. Twenty-four percent of the pts consistently developed symptoms of drug withdrawal 1-7 days before the drug residual volume reached a mean of 2.7 ml. Symptoms first developed 1-18 months after surgery. In all pts, the symptoms of drug withdrawal subsided after a pump refill and did not recur after the alarm volume was increased to 4 ml. The conclusion was that some pts develop symptoms of drug withdrawal at residual volumes that exceed 2 ml.